Event description:
A caller reported a malfunction with a pump. There was no adverse impact on the customer's blood glucose level. The customer did not have the ability to charge the pump but was provided with information by technical support to reset the pump, which they assisted with. After resetting, the malfunction code did not recur, and the customer was able to continue using the pump. They were advised to contact support if the issue reoccurred, and they acknowledged this guidance.